Manufacturer narrative:
Product analysis the device was received with no deformation evident to the tip or balloon. An in-house 0.035-inch guidewire was backloaded through the tip and exited the guidewire lumen port with no resistance noted. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental0report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant balloon was used during an unknown procedure. It was reported during the procedure the reliant balloon was unable to be inserted over a non mdt stiff guidewire . On the first attempt it seem quite rough so it was pushed up forcibly, but when it came in it was pulled out and an attempt was made to raise it again from the contralateral side, but the wire did not go up. A non mdt was used successfully. No patient complications were reported. The cause was not determined.